Manufacturer narrative:
The indicated associated lens model is only qualified for use in the company ii (b) and company iii (c) cartridges. It is unknown if a qualified handpiece and viscoelastic were used. The root cause for the reported lens damage may be related to a failure to follow the IFU (instructions for use). A non-qualified lens model was used. The indicated associated lens model is only qualified for use in the company ii (b) and company iii (c) cartridges. It is unknown if a qualified handpiece and viscoelastic were used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols (intraocular lens). No unqualified lenses should be used with the company iol delivery system. The company cartridges are qualified for use with compatible company handpieces for the surgical implantation of company qualified foldable iols. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU also instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been (B)(4). The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, a scratch was on the iol after implantation. Additional information has been requested.